Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the subject rt106 breathing circuit was not returned to fisher and paykel healthcare for investigation. Our analysis is accordingly based on the event description and previous analyses of similar complaints. Results: the hospital reported that the subject breathing circuit became an open circuit. A lot check revealed 5 other complaints of this nature for this lot number affecting 5 devices in total. Two of these complaints were from the same hospital (B) (6). Conclusion: electrical open circuits in heater wires is a known fault and often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide (B) (4).

Event description:
A hospital (B) (6) reported via a distributor that an rt106 adult inspiratory heated breathing circuit was an open circuit. No patient consequence was reported.